Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported she received a no power error on the insulin pump and the screen went blank. Customer's blood glucose was 332 mg/dl. The customer stated she did not received a low battery alert prior to the off/no power alert. The battery was not previously used and the insulin pump had not been bumped or dropped recently. The battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of off/no power without a low battery wawrning. The customer also stated the insulin pump was cracked above the display. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored for several days and no off no power alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.